Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and passed all self-tests, alongside random manual power ons, up to the (B)(4) 2009. Multiple temperatures are recorded below the recommended minimum operating temperature. The device failed multiple self-tests due to a low battery between (B)(4) 2009 and (B)(4) 2012. An increase in voltage on the (B)(4) 2012 suggests a further pad-pak was installed with the device passing a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(4) 2015 and the last log entry on the (B)(4) 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low temperatures would have contributed to the low battery fails detailed in the report. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.